Event description:
Caller states the patient tested 3.3 inr and 1.7 on the coaguchek test system. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Coaguchek test system: meter, strip lot 312a-f10, exp 10/31/2007, cat/3116247. Comparison performed at medical facility.

Manufacturer narrative:
Suspect device: coaguchek test strip.